Manufacturer narrative:
Investgation summary: the customer returned 100 representative samples of catalog 309680. One convenience tray (20 syringes/ea) was received from the following batches: 7184872, 7242754, 7214744, 7270964, and 7184875. 309680 is packaged in bd nogales using bulk syringes manufactured in bd columbus west. Samples contained a mixture of components from the following molds ¿ n2, n3, n8, n25, n26 (barrel molds) and n9, n10, n27, n30 (plunger rod molds). Samples were visually evaluated and no defects were noted. The syringes were leak tested at the 60 ml marking per it21 rev 07. Of the 100 syringes returned, 41 did not leak, 42 leaked past the first rib, and 17 leaked past the second rib. A batch review of the complaint lots (including all of the affected columbus west lots) was conducted. No issues affecting leakage were recorded during the manufacturing process. Dimensional measurements and functional testing performed at the time of manufacturing was acceptable. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode the complaint is not confirmed based on the use and conditions communicated by the customer. The customer reported leakage from other sizes and brands of syringes during the same time period and the syringes may have been shipped in -30° c weather. The syringes were also used in an off-label manner via storing medication. Product within specification? Yes? No?

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was found on a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray between the "first and second ribs" of the stopper. There was no report of exposure, serious injury or medical intervention.